Event description:
It was reported that the gastrointestinal videoscope displayed an error e226 when connecting the instrument to the processors. The issue occurred during setup, before the patient was in the room. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the scope case unit is dirty due to water leakage. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted for the correction of section h6 and h11. Updated fields: h2. Corrected field: h6, h11. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the dirt on the scope connector case unit could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.